Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with his freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported he experienced the following symptoms: "trouble sleeping, nightmares and no energy". No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.